Event description:
It was reported that the personal therapy manager (ptm) was showing "battery replacement icon" on the ptm screen on the day of report. The patient was on vacation in hawaii. Patient did not have batteries with them at the time but planned to get some. The patient called the healthcare provider's office (hcp) and the hcp told the patient to call the manufacture. The patient had been in a car accident on 2014 (B)(6) around 5pm and the seat belt impacted the pump, no withdrawal symptoms were noted. No symptoms reported. The pump system was delivering dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that there was no pump issue and no symptoms related to this event. The patient was in a car accident; the belt hit the pump and wanted assessment. No troubleshooting, interventions or actions were required. The patient recovered without permanent impairment. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8709sc, lot# n190341004, implanted: 2009 (B)(6); product type catheter. (B)(4).